Manufacturer narrative:
Samples received; there are no samples available for analysis. Analysis and results: the involved batch is not known. According to the information received, the two possible batches are 117172 or 117226. There are no previous complaints of any of the two possible batches. There are no units in stock of any of them. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, these products had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the batch 117172 were 0.69 kgf in average and 0.56 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Needle attachment strength results before releasing the batch 117226 were 0.67 kgf in average and 0.58 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: without samples we are not in position of studying if the possible affected products do not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited.

Event description:
It was reported that there was an issue with the optilene. There was needle detachment. The malfunction was found out of the box; it also occurred during surgery. It was reported by a cardiovascular hospital. Additional information was not available.